Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and a low impedance warning. It was also reported that the ra lead exhibited a failed position check. It was also reported that the right ventricular (rv) lead exhibited a high number of the sensing integrity counter (sic) oversensing episodes the ra and rv leads remain in use. No patient complications have been reported as a result of this event.